Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vticmo13.2, -7.0/1.5/087 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively, with no patient injury. A replacement lens was implanted at a later date and the problem resolved.

Manufacturer narrative:
(B)(4).